Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported.

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and a lidstock for evaluation. Visual inspection of the swg revealed one distinct kink in the body. Microscopic examination confirmed both welds were present and spherical. No damage was noted to the advancer tubing; however, the cap and straight tubing were not returned. The kink in the guide wire measured 564 mm from the proximal weld. The total length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One kink was found in the returned swg. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire returned, and that the damage occurred during use , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.